Event description:
It was reported that almost immediately after inserting the intra-aortic balloon (iab) at 0030, the console generated a fiber optic sensor failure alarm. The customer attempted to troubleshoot. Texted images to the getinge representative revealed "source: transducer" and the fiber optic sensor head appeared to be plugged in correctly. Fiber optic cable failure was noted at 0200 and the rn stated they were unable to obtain the iab measures/ pressures. The customer was instructed to unplug the sensor and plug it in again. The message reappeared. With the sensor unplugged, there are numbers and message was gone. The iab was removed the next day at 1400. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter name and occupation - (B)(6), rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. A kink was found on the catheter tubing approximately 41.1cm from iab tip. Additionally the optical fiber was found to be broken within an inner lumen kink inside the membrane approximately 19.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.